Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported no audio from the mx40. The device will be considered as in use at the customer site. There was no report of injury or harm.